Event description:
During the case nurse informed me that the echelon flex power plus articulating linear cutter would not fire when it was in the patient. Defective device was removed. No harm to the patient.